Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported via a manufacturer representative (rep) there was an error code on the patient programmer. The patient stated that she saw a screen that said "neurostimulator battery is depleted". The rep stated the patient told her she saw those words. It was reviewed that the programmer does not display words. The patient stated that they also saw the call your doctor icon on the screen. It was discussed the possible screens as end of service (eos) if the battery was depleted or power on reset (por) as the patient told the rep that she colorectal surgery 2 weeks ago and is trying to turn the device on for the first time since then. The rep will talk to the patient more and see if she will take a picture of the screen and send it to her. It was also discussed that if the screen could be reverting to the manufacturer splash screen, perhaps the programmer batteries need to be changed. It was the noted the issue happened since the patient had colorectal surgery. Additional information from the patient reported extreme diarrhea and when she attempted to connect with the implantable neurostimulator (ins) she would received a por message. The patient reported a recent colorectal surgery two weeks ago. The patient stated her stimulation was turned off for the colorectal surgery. Additional information from the patient reported the por had been resolved and the diarrhea had not been resolved. The patient stated that to resolve the por a rep used her "master user" and was able to restart their interstim. The patient stated to date the diarrhea had not been corrected. The patient stated that they were able to function with the interstim, however the diarrhea had caused embarrassment and fear of leaving the house. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.